Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with bilateral diffuse lamellar keratitis (dlk) at one week post-operative exam on the operative patient¿s eye. It was noted the dlk was minimal and peripheral. There was no loss of best corrected visual acuity reported. Increased oral steroids and topical steroids were used to treat the dlk symptoms.